Manufacturer narrative:
The specimens were collected in 3ml and 4.7ml bd vacutainer tubes. The samples were less than 2 hours old and stored at room temperature. Qc was performed before and after the event and recovered within specifications. Based on available information, a field service engineer (fse) contacted the customer and had the customer replace. The waste filter which was on backwards, bleached the baths, adjusted the hgb vacuum, and ran reproducibility which passed all results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A patient sample, drawn in a 3ml tube, was tested for hemoglobin (hgb) and platelets (plt) on the coulter, ac't diff 2 analyzer and results of 8.7g/dl and 341x10^3cells/'l were obtained, respectively.the results were reported out of the lab. The physician questioned the results and requested a redraw in 4.7ml tube.the redrawn sample recovered higher: a) hgb - 11.2g/dl, b) plt - 477x10^3cells/'l.customer then re-run both samples for hgb and plt , and results were: a) original draw sample - hgb 9.6g/dl, plt 389 x10^3cells/l, b) redraw sample- hgb 10.0g/dl, plt 436 x10^3cells/l.no death or serious injury, no change to patient treatment is associated with this event.